Event description:
The complaint is reported as "the hcp failed to fire the skin stapler during use on patient." No patient injury/harm reported. The condition of the patient is listed as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned. It was observed that 12 of these staples were pointed toward the proximal end of the stapler. The stapler was returned with 24 staples remaining in the cover block, indicating that at least 11 staples were fired by the customer. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The sample was returned with the first staple improperly formed. The trigger cycle was completed, and the first staple was manually removed. At this time, two unformed staples also fell out of the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. During the first firing attempt, a staple shot out of the device and a staple was improperly formed simultaneously. During the second firing attempt, an improperly formed staple and an unformed staple fired simul taneously. It was observed that next the staple was misaligned. No further attempts were made at firing the device. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were discovered on the forming tool of the returned sample. No flash was observed in the cover block. No other defects or anomalies were observed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The complaint was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be severely mis aligned. It was observed that 12 of these staples were pointed toward the proximal end of the stapler. Upon functional inspection, the misalignment of the staples prevented the remaining staples from consistently firing correctly. The root cause of the staple misalignment could not be conclusively determined. A non-conformance was initiated to further evaluate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature.